Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4); b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number: (B)(6) found that the device was scrapped due to the recharge antenna failure of the poor recharge quality message and due to failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when recharging, they were able to recharge for a few minutes and then the recharging session would end. Pt mentioned that it was harder to reconnect to recharge, pt was seeing a screen that they needed to move the rtm and the rtm was also getting hot to the point where it could have burned the pt (pt confirmed they did not get harmed from the rtm). Pt also described seeing passive recharge mode and the numbers jumping from a high number down to 1 or 2 when in this mode. Pt inspected the rtm and said there was gray on the cord where the cord connects to the paddle. A new recharger was requested. No symptoms were reported.